Event description:
It was reported that upon return of the external pulse generator from service, it exhibited the same behavior that it was previously sent in for. The lower screen shut off while trying to change a menu item. The display would not come back on until the power was cycled. It was noted that there was no interruption to the pacing, however. The generator has been returned again for service of this issue. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the lower display screen would shut off. The generator passed visual, electric and mechanical inspection with no anomalies observed. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).